Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was showing communication error b30. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include electrical problems due to open circuit or signal loss, environmental problems such as dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information provided by the customer.